Manufacturer narrative:
Isi has requested the large hem-o-lok clip applier instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument logs for the large hem-o-lok clip applier instrument (part number 470230-12/lot number 470230-12/k112110270152) associated with this event has been performed. Per the review, the large hem-o-lok clip applier instrument was last used in a procedure on (B)(6) 2022 on system sl0029. The alleged instrument had 29 uses remaining after the last procedural use. This complaint is reportable malfunction event due to following: it was alleged that the large hem-o-lok clip applier instrument per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the large hem-o-lok clip applier instrument was defective. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Isi followed up with the initial reporter and obtained the following additional information on 07-august-2022: instrument was not able to fire the clips even after repeated closing of the jaws.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The large hem-o-lok clip applier instrument was found to have an input disk broken. An engagement or motion issues would occur when placed on the system arm. Fa found the primary failure of a broken input disk to related to the customer reported complaint. The large hem-o-lok clip applier instrument input disk #7 was found completely detached from the base of the housing. The root cause is attributed to mishandling/misuse, such as an improper cleaning during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.